Manufacturer narrative:
The technician replaced the leaking hydraulic cylinder to repair the bed.

Event description:
Information received indicates the stretcher is drifting down due to a leaking hydraulic cylinder.